Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included cyst. Concurrent conditions included endometriosis and menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy robotic, laparoscopic total with left salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: as per mr , on (B)(6) 2010 diagnostic hysteroscopy, operative laparoscopy with cauterization of endometriosis, and right salpingectomy was done. On (B)(6) 2019,hysterectomy robotic, laparoscopic total with left salpingectomy, cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: mr received. Previously added events event medical device removal was replaced to pelvic pain. Reporter, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2020, quality safety evaluation of ptc. Essure product code updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2010, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.